Event description:
It was reported that the patient rep was not sure why the device turned off. One healthcare provider (hcp) said ins had been turned off in the hcp office. Didn't know whether it had been intentionally turned off or not. Recently the device has turned off again, which led to patient falls, and patient has hcp appt oct 10th to have device checked. It was also reported that the patient got a new recharger, serial number and status of old one is unknown. The patient rep believes patient was able to charge with the new recharger.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_ac, serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient was seen at hcp office and given a new programmer, was able to turn on as expected; no further actions are planned at this time.

Event description:
It was reported that the patient was implanted with the activa pc on (B)(6) 2015. The patient visited the caller for christmas and about 10 days later, the patient started doing really bad. The patient ended up in the hospital twice. They stated it was really bizarre because the hcps didn't give the patient any of their parkinson's medications while in the hospital, the patient was progressively going down the tubes and there was talk of putting the patient in assisted living. The patient finally saw their parkinson's doctor and the doctor said the implant turned off on (B)(6) 2025 and had been off for a month and a half. The patient stated the implant battery wasn't dead, therapy was turned back on and the patient's situation improved (issue was resolved). The caller has never seen any kind of patient programmer. The patient has a recharger they use to charge the implant daily. When the patient was visiting, the recharger "failed" and kept "spinning and spinning". The caller indicated it was not possible that the patient had not been able to charge and implant depleted because the patient had flown back to their country when the recharger stopped working before the implant ran out of charge and got a new recharger. The caller stated they think they googled information about the recharger and saw that there were issues with the recharger. They think the patient still has the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the ins had turned itself off twice at one point or the hcp might have turned it off remotely from the clinic. They repeated that they think the patient's ID card has the wrong serial number on it. It was reviewed that the patient may have had an activa pc implanted initially and later was replaced with a rechargeable ins but they were adamant that the patient has always had the same ins since 2015.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that they think they did have to do something with the wires.